Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. A new pod was applied for treatment.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 2420 pulses, including multiple boluses. The device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.